Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported that her glucose readings not been right. She took a shower and stated she got the sensor wet and she believes that the inaccuracies started after the sensor got wet as her readings dropped; she could not remember the exact values. She tried calibrating several times and the numbers were still off; example values provided were a cgm of 134 mg/dl and a bg of 120 mg/dl. She stated that her bg and cgm readings were alternately going up and down; sometimes the bg meter would be high but the cgm would be lower, and when the cgm was high, the bg would be low. She could not recall the exact values for these discrepancies. No symptoms were reported but she stated that 911 was called. She was taken to the emergency room (ER) by ambulance and received unspecified treatment. At the time of the report a few days later, she was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.